Manufacturer narrative:
Batch review performed on 28 march 2024. Lot 2308746: (B)(4) items manufactured and released on 22-may-2023. Expiration date: 2028-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months from the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the poly (from 11 mm to 17 mm) and surgery was completed successfully.